Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer device was returned to pentax medical from a customer on 08/09/2021 with a concern of fail dry leak test. Inspection of the seal between the distal body and distal cap was performed on 08/10/2021. The device failed the inspection criteria. Additional inspection findings are as follows: distal cap - fixed type failed seal integrity inspection; insertion tube polyurethane damage cracking/falling off; distal cap - fixed type distal tip upgrade; up/ down pulley wire frayed; failed dry leak test; wet leak test not performed unit compromised; segment steel braid cut; lightguide prong cover glass set loose; distal cap/ case cracked; rubber trim collar severe cut; fluid invasion not observed in pve connector; umbilical cable coating peeling off; segment compressed; customer complaint confirmed; right/ left pulley wire frayed; control body mild corrosion inside this device is currently pending repaires approval. A review of the service history indicates that this device was not routinely serviced at pentax service facility since date installed of 28nov2012. There was no adverse event reported with this compaint. No additional information received.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.